Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured february 17, 2014 to february 19, 2014. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Microscopic inspection revealed broken tubing at the solvent-bonded junction between the tubing and the cap. The cause of the leak was determined to be the broken tubing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. The reporter stated that the liquid did not appear to be in the balloon, but was in the outer packaging of the device. The device was filled with 2000 mg desferroxamine in 46 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.